Manufacturer narrative:
Date rec'd by MFR: 24oct2019. Multiple follow ups to the customer were attempted, but no contact was made. It could not be confirmed if the ventilator was repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jul2019.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure. The customer reported there was no patient involvement.